Manufacturer narrative:
It was reported that the battery goes from 50% to less than 25% relative state of charge in less than 20 minutes. The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed one (1) critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This is an additional observation not related to the reported event and likely due to a communication error between the controller and battery. Additionally, several premature power switching events were found during log file analysis due to communication errors involving this battery. This was most likely perceived by the patient as the reported power consumption issue. The most likely root cause of the reported event can be attributed to a communication errors between the controller and battery. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that (B)(4) goes from 50% to less than 20% of charge in less than 20 minutes. The battery was exchanged without reported patient consequences.